Event description:
It was reported that patient had lisfranc injury. Hardware was always expected to come out. While the screw driver was extracting the first locking screw, the screw cold welded into plate never making it possible to remove the screw from plate. Rep reported that, "the event was resolved by surgeon extracting two additional screws and then being able to turn plate and cold welded screw as one unit."

Manufacturer narrative:
Evaluation summary: the reported event that anchorage screwdriver had a breakage during surgery could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The anchorage screwdriver breakage was caused by torsional overload. Please note that the current op tech reads: ¿applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head¿. Moreover, it has been reported that ¿hardware was always expected to come out¿: please note that an extraction set is available from stryker and should be used when surgeon plans to extract a device. Therefore, this case is classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient had lisfranc injury. Hardware was always expected to come out. While the screw driver was extracting the first locking screw, the screw cold welded into plate never making it possible to remove the screw from plate. Rep reported that, "the event was resolved by surgeon extracting two additional screws and then being able to turn plate and cold welded screw as one unit."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.